Event description:
It was reported that the pt "had to have another device implanted a year after the device implanted on (B)(6) 2008" because "the battery wore out." The pt was told, the device "should have lasted five years". The pt stated that when the second neurostimulator was implanted, he was told "it should last two years". Recently, the pt was told the new neurostimulator "would last 22 months". The pt felt he was "getting bad info" and was upset with the longevity of the device. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.